Event description:
Reporter noted eye collapse during pars plana vitrectomy for acute endophthalmitis od. Additional information received noted pump did not fill the eye, resulting in a prolonged collapse of globe. This occurred twice, one to two minutes apart, very shortly after vitretomy began. Patient had choroidal detachment and hemorrhage. Had to drain. Decreased vision due to vitreous cavity hemmorhage. Prognosis reported as probably good.